Manufacturer narrative:
Please note that previous medwatch reports for this product were submitted under registration (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, any medwatch reports associated with this product will be submitted under registration (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Caregiver was raising resident with an encore lift with strap. Resident's knees buckled and the resident fell to the side and hit the bridge of his nose on the arm pad, cutting his nose. Doctor was notified, and resident had bacitracin applied to cut.